Event description:
Complainant alleged that during training by facility staff, the device made a "popping sound" and then displayed "bridge short" and "defib and fault 78" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.